Manufacturer narrative:
This is a supplemental report to provide additional information. Only broken basket wire and operation pipe of the subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The operating wire was broken at about 2000 mm from the distal end of the basket side and about 500mm from the distal end of the operation pipe side. Both broken sections were shaped as if it was cut with a tool. As a measurement result of the outer diameter of the operating wire, there was no abnormality. The basket wire was deformed. The lot number of the subject device is unknown. As a result of checking the manufacturing record for past one year from the event date, it was found no irregularities. Based on the past similar cases, it was known that during crushing the calculus, a larger load than durability strength of the product was applied due to the factors such as size, hardness, and shape of the calculus. As a result, the basket wire might be deformed and the subject device could not be removed. Omsc surmised that operating wire was broken since it was cut with a tool when the user used the emergency lithotriptor. The above device handling has warned in the instruction manual as follows. Do not use this lithotriptor bml-110a-1 for a calculus that is assumed impossible to be crushed by this lithotriptor. The basket wire etc. May break and part of this lithotriptor may remain in the body. This instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap, tube sheath not completely retracted in coil sheath etc.). Stop use when any abnormality is detected.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic retrograde cholangiopancreatography, the subject device was used. In the procedure, the user could not crush the calculus and the subject device could not be removed from the patient. The user removed the endoscope from the patient body and prepared for using the emergency lithotripter, but the user could not use the emergency lithotripter since the operation wire was too short. The user shifted the surgical operation and removed the subject device and the calculus from the patient body. The patient was hospitalized when this information was obtained. No further information was provided.